Event description:
It was reported by the aci distributor that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium at the vicinity of the access site and the vessel size greater than 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the sealant was deployed, the physician could not pull back/withdraw the sheath. It was also noted that it seemed like the sealant was stuck inside the device. The physician increased his force on pulling back the shutter, which caused the balloon to slip outside the femoral artery. The patient was converted to less than 30 minutes of manual compression at which time hemostasis was achieved. The patient was hospitalized for unspecified and unrelated reasons. The patient's discharge date was not provided. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1219205) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.